Event description:
Customer reported a cgm error identified as error 42, which occurred three or more times in the past without resetting the pump. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through a successful pump reset and started a sensor session. The pump was set for replacement, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. Instructions were provided for returning the faulty pump to tandem using a pre-paid label, with assurance given on understanding the process.